Event description:
It was reported via repair work order that the that the head left wheel caster was peeling/delaminating which could potentially cause inadequate brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.